Event description:
It was reported that after an interventional procedure, arteriotomy closure of a calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device did not confirm the reported suture break. The device was returned with the complete suture loaded in the device. Analysis indicated that both of the cuffs were missed during needle deployment because both cuffs remained in the foot pockets after needle deployment. A portion of the anterior foot (measuring 2mm x 2mm x 0.4mm) had been sheared off during needle deployment. The broken portion had not been returned. It should be noted that the reported suture break may have the same appearance as a needle to cuff miss. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.